Event description:
Caller reported a malfunction on pump, specifically malf 12, with fault ID 0x2071. There was no adverse impact to customer¿s blood glucose level. Technical support assisted customer in resetting pump, after which the malfunction did not recur. Customer continued to use pump, resumed sensor session, and successfully resumed insulin while online with technical support. They were advised to call back if any malfunction code recurred.